Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds one other report against the product number 962711000 lot number 2508718 for pain. A review of the DHR (device history record) for product number 962711000 lot number 2508718 found no anomalies. A search of the complaints databases finds no other reports against the remaining provided product/lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
The revision was for pain and joint fluid was found blackened, tissues inside and around the joints seemed to be necrotized.

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the reported devices finds deposits on the outer rim of the articulating side of the returned insert. A light stain is also observed over much of the backside. Visual examination notes no abnormal wear. Additional event information and investigational inputs were requested but not provided. A search of the complaints databases finds one other report against the product number 962711000 lot number 2508718 for pain. A review of the DHR (device history record) for product number 962711000 lot number 2508718 found no anomalies. A search of the complaints databases finds no other reports against the remaining provided product/lot code combinations. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.